Event description:
Customer reported hospitalization due to high blood glucose. Customer received the recall letter regarding the reservoirs. Diagnosed with diabetes ketoacidosis and pancreatitis. Customer was admitted to ICU. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.